Event description:
Information was received indicating that five days following re-insertion of a smiths medical portex® bivona® adult tts¿ tracheostomy tube abnormal breath sounds and alarming of the patient's ventilator occurred. The family had attempted to refill cuff with water; later finding a smaller amount. The patient ventilator was changed out but the alarms still persisted. The patient was then required to be admitted to the emergency department with an emergent tracheostomy (trach) tube change out with a non-smiths medical pvc trach. Upon assessment of tube, no water was found in the cuff. The patient recovered and was discharged home. Nine days after discharge, the patient was reported to be "unstable" and was sent to the emergency department. Labs were drawn revealing an elevated wbc count, indicating that the patient had pneumonia. Subsequently, the patient later expired 3 weeks later. It was reported that the physician had noted that the death was unrelated to the trach tube.